Manufacturer narrative:
The aquabeam robotic system's log file were not available for review. A review of the device history record (DHR) was conducted for lot number 19c00526, which confirmed that there was one (1) nonconformance report, which was adequately addressed. The review indicated that the device met specifications when released for distribution. A review for similar complaints was performed on lot number 19c00526, which confirmed that there were no other similar events reported. The aquabeam robotic system's instructions for use (IFU), ifu310301, was reviewed and "bleeding" is listed as potential perioperative risk of the aquablation procedure. The system was not returned for investigation of this event. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on the review of the DHR and IFU, the event is considered not to be device related. For corrected data, please refer to catalog #. Under the initial report the catalog number was incorrectly listed under model#. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Male patient with known history of anemia underwent aquablation procedure. Patient received a transfusion due to low post-operative hemoglobin value (baseline hemoglobin was 8.5 g/dl and post-operative hemoglobin was 6.7 g/dl). No device malfunction/deterioration or further patient health sequalae has been reported.